Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130520. The actual sample was discarded by the user therefore, an evaluation of the actual device was unable to be conducted. However, the image of it was provided by the user. Review of the image showed that the end section of the purge line tube connected to the oxygenator had a kink mark. Visual inspection of a retention sample of the involved product code/lot revealed no kink or no other visible anomaly in the purge line. Evaluation of the packing state confirmed that the end section of the purge line tube connected to the oxygenator was free from any contact with cushioning material. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. It is likely that the actual sample was subjected to some external force accidentally on the said area and became kinked. However, since the actual sample was not available for evaluation the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(4) factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the when the capiox box was opened, the purge line tube was found in the state of being compressed by packing materials. A kinking propensity had been formed on the proximal section. It could not be returned to its original shape manually. They continued using it since the tube was not completely occluded. There was no change out of the oxygenator. The procedure outcome and the final patient impact were not reported. The event occurred pre-treatment, there was no immediate patient impact.